Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The previous repair report for intellicart fluid system with serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Using crm to query for serial number (B)(4), the device was noted to have been previously repaired one times, the previous repair being for a vacuum pump issue on 09 feb 2018. The vacuum pump issue was not associated with the current reported issue, so the previous repair was a non-related issue. On 21 feb 2018, it was reported from norton suburban hospital that the unit had burning smell. Replite was contacted about the unit and dispatched the service technician to be at the site. On 23 feb 2018, the technician examined the cart and found no issues with the unit. He then verified that the cart was functioning as intended. The technician then returned the cart to service without further incident. The service technician was unable to reproduce the smelling issue or found no other issue in this unit. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the duo fluid cart had a burning smell after being on for 4 hours during a case. No adverse events were reported as a result of this malfunction.